Manufacturer narrative:
Lead not returned for analysis, as it remains actively implanted, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014 the customer reported their sales representative, called (B)(6) 2014 to report that he believes one and/or both of these leads are fractured resulting in loss of capture. This patient was admitted to the hospital in march as their heart rate dropped into the 40's. Both the atrial ((B)(4)) and ventricular leads have an impedance greater than 3,000 ohms. The device remains actively implanted for approximately 4 years, 4 months.